Manufacturer narrative:
The lead was inadvertently discarded following explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range pacing impedance measurement. It was reported the increased impedance measurement was an acute change from previous recorded measurements. Additionally, loss of right ventricular (rv) capture was observed at maximum outputs. Noise was able to be created with isometrics with pacing inhibition noted. An invasive procedure was performed. The device header was inspected prior to disconnecting the lead and no anomalies were noted. When the lead was being prepared for laser extraction the conductor was found to be completely fractured approximately 3-5 centimeters (cm) inside the pocket. The device and lead were successfully explanted. No adverse patient effects were reported.